Event description:
It was reported that during a talonavicular fusion surgery the device broke during surgery. The broken part was left inside the patient. Per complaint reporter there was no other harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery. Update 5-mar-26: more information was provided that the procedure was completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.